Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. The patient stated his hand was shaking and it came and went and he could typically turn it on/turn it down a bit if it was bad. The patient reported seeing the "charge ins" screen. During the call the patient was directed how to charge. The patient reported getting full coupling and the ins flashed in the first quartile. Later on (B)(6) 2018 the patient called back and stated he wanted to check the status of the ins. The patient indicated seeing the "charge ins" screen on the patient programmer and the patient was directed again on how to charge. The patient at first reported no coupling but then full coupling and the ins battery flashed in the first quartile. The patient stated he would call back. No further complications were reported or anticipated. On (B)(6) 2018 the patient called back because they wanted to check the ins again. The caller stated they charged the ins all night. During the call the patient synced to the ins and saw the "rc-ins battery low" screen indicating the battery was low and needed to be charged. The patient was directed how to charge. The patient reported poor communication while on the call but this resolved. The caller was not leaving the antenna on the skin. The caller stated the first quartile of the ins was flashing and he had all 8 boxes shaded. The patient was directed to follow up with their healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating the issue had not been resolved, but he was working on it.